Manufacturer narrative:
(B)(4).

Event description:
Information was received from the male patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain and other chronic intract pain (trunk/limbs). The concomitant medications and patient history were not reported. It was reported that the pump was removed because it was not helping his pain at all. The patient has a major spine surgery coming up, so the complete system was removed. No other information was received regarding this event. The drug, date that they first started experiencing lack of effect, and circumstances that led to the lack of effect remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.